Manufacturer narrative:
(B)(4). Batch # p58d7f. Device evaluation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the operation for rectal cancer, after fired when severing the rectum, noted the staples malformed with irregular shape. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.